Event description:
Pt with a history of recent problems with his left knee prosthesis. The knee was swollen and painful. The x-rays showed a lytic process in the area of loosening of the prosthesis. Pt was taken to surgery on 3/12/97 for a left knee revision. According to the operative report, there were loose pieces of plastic floating in the area, as well as marked wear of some of the components. In addition, the surgeon noted marked synovitis with black staining of the synovium. Add'd cat no: 5110-45-02. Add'l lot no: 79181700.